Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the device is not working anymore. Patient stated they put it on charge so the leg stimulator will work from the knees down but it seems like it will not charge for a week now and pt can not control the therapy. Patient went on vacation and it appears to be broken. The device is stuck charging only their legs and they cannot turn it off. It says that the charger is faulty. Patient wanted to see if they could adjust it and change the setting. Patient noted it is not moving their legs upwards only downwards from the knee and below. The issue started a little less than a week and a half ago. Patient plugged the controller into the charging cord and it only goes up to 5% and the battery level will not go up or down. Patient could not control the discharges from the top down. Pt stated they were feeling uncomfortable shocking sensations from the the therapy. During the call the patient attempted to turn the handset on and the handset was not responsive. Pt stated they had tried multiple plug ins and purchased a charging cord, but the issue did not resolve. A request was sent to the repair department to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.